Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching, hives and a bump had occurred while wearing pods for over 48 hours. In addition the patient reports the pods were leaking during wear. The patients reported blood glucose level was 250 mg/dl. The patient had gone to their nurses office. The patient was prescribed mupirocin ointment (2%) to be used after removal of each pod.